Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the powered echelon device had locked out on tissue during his exploratory laparotomy. The device used was pcee45a with blue reload. He described firing across dense tissue and said he believed the blue reload was the proper choice. Once device locked out, surgeon said he attempted to use manual override on top of the device but that it didn't do anything. He pulled the device off the tissue. He reported that the staple line was intact and looked good. The nurse opened a new device for the remainder of the case. This one was a plee45a. Surgeon reported this device also locked out on tissue with a blue reload. He pulled it off the tissue. Reported that the staple line was intact and looked good. He called for the endo gia to complete the remainder of the case. This was a hipec. The patient did not experience a post-op device malfunction. The patient did not require revision surgery or hardware removal. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 6/2/2022 additional information: it appears that there are issues where to the devices is becoming locked-out on tissue and the device is unable to be opened. In the first instance, using a pcee45a, the reverse button was attempted first and that did work. Next. The manual override was attempted and did not work, but he was able to ¿shimmy¿ the device off the tissue. The staple line appeared to be intact with correctly formed staples. There was also the same issue with the second device used in this case, a plee45a, but he did not attempt the manual override or reverse button in this instance, but again was able to ¿shimmy¿ the device off the tissue with an intact and correctly formed staple line completed by the device. In both instances the device is completing its full firing cycle, the 45 mm, before lockout. In both cases, the knife fully advances, but the knife then only partially retracts or returns home.